Event description:
Placed polar care 300 on patient. It would not cool. It was replaced with another unit that did cool. Absolutely no patient harm. Rather, reporting work inefficiency of the device.====================== health professional's impression======================according to materials mgt: "we have sent back a lot of these. Most of the time not given a reason. This time, nurse wrote on red tag "faulty, will not cool." In this case and others, the polar care care was sent back - not the wrap used with the unit. The company has requested we send back the unit including the wrap as it is difficult to determine problem without the total unit. This has been communicated to the staff.